Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and it was noted that the proximal connector was missing (not returned with valve) as well as needle holes in the needle chamber and also biological debris was noted in the valve. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming and pressure tests and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The sales rep reported "this was a shunt revision surgery on a pediatric patient. The surgeon would like an analysis performed on both of the chpv valve. Further, dr. (B)(6) said there was scar tissue forming around the catheters ¿ these catheters may or may not be codman (it is possible they are medtronic):" on (B)(6) 2014 in a phone conversation with the rep it was clarified that two valves were implanted in the patient at the same time and removed.